Event description:
Ethicon contour stapler used during a laparoscopic-assisted low anterior colon resection. Irt appears that the staples did not completely go through the tissue, which resulted in both segments of the colon being left unstapled and open after the cutting element of the device was used. Surgeon stated that this was a contributing factor to the need for a colostomy.